Event description:
It was reported patient had a "really bad" fall "about" 1.5 weeks prior to the report . It was stated the patient "really took a header." It was also indicated that patient landed on the battery from the fall and thought he may have broken the lead wire. . Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).